Manufacturer narrative:
(B)(4). Maude report mw5057735 was received.

Event description:
It was reported that during device replacement procedure, externalized conductors were observed. Lead was explanted and replaced.